Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the during the scheduled day hospital visit the patient showed a transient rise in power consumption that started on (B)(6) 2017 to a peak of 3.1 watts on (B)(6) 2017 outside of normal power consumption. Echocardiogram was performed and showed a very dense formation layered above the aortic valve. The patient was then hospitalized. It was stated that the patient presented with no signs and symptoms. It was further stated that the patient power consumption returned to normal range without pharmacological treatment. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed via log file analysis which revealed an increase in power consumption starting (B)(6) 2017 to a peak of 3.1 watts on (B)(6) 2017 outside of normal operating range. Parameters returned to normal operating range on (B)(6) 2017. No high watt alarms were logged prior to 14 days leading up to (B)(6) 2017. Of note, it was reported that a very dense formation was observed above the aortic valve by examination via tee. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. After further review of the information the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction- (serial number on pump). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.